Manufacturer narrative:
A non-medtronic balloon was used to optimize the stent expansion which then led to the dissection. However an nc euphora balloon was not used, as was previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure, one resolute onyx des was implanted in the left circumflex. On the same day, a coronary artery dissection occurred in the target vessel. The event was treated with one resolute onyx des and a nc euphora ptca balloon catheter. The investigator assessed that the event is not related to antiplatelet medication, but possibly related to index device. The patient recovered.